Event description:
As reported, the sealant sleeve on a 5f mynx control vascular closure device (vcd) was defective during insertion into the short sheath. Another unit was opened and deployed successfully. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU), with temperature-controlled storage conditions that were routinely monitored. The deployer was mynx certified and had approximately 10 years of experience using the mynx device. A 5 non-cordis sheath introducer was used. The device was inspected for damage upon removal from the package, and no damage to either the packaging or the device was noted at that time. The device will not be returned for evaluation.per preliminary image review, the sealant sleeves were split and the sealant was exposed.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.lot number is unknown, if lot number is received, it will be submitted within 30 days upon receipt.account information is unknown, if account information is received, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.